Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain. The pump was used to deliver unknown morphine. It was reported that the patient saw their healthcare provider (hcp) a couple of weeks prior to the report to refill the pump and the hcp missed the puncture location to refill the pump. The hcp wasn't using the sonogram at first, but then the hcp did use the sonogram and saw that the pump had turned to a 45 degree angle, probably due to their weight loss. The patient called to ask if they should have "the test" done. The patient stated that the test involved putting them under anesthesia to have the pump checked for occlusion. The patient asked if it was dangerous to have the pump at a 45 degree angle. The patient was concerned about the catheter getting kinked, like they saw on the internet was possible. Patient services consulted with technical services and reviewed requested information with the patient. The patient was redirected to the hcp to further address the issue. The issue was noticed "maybe just a few months ago". The patient had "a little stinging" and that the pump was uncomfortable since the pump had moved and was "in a bad place".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting concern with the difficulty with the procedure x2 with the 45 degree angle of the implant. Additional information was received from the patient reporting that the issue had not yet resolved. The patient asked since the pump was again at 45 degree angle could that mean that the catheter was again occluded. The patient mentioned they had a lot of lesions and felt that the pump sitting at 45 degrees was causing pain. Agent redirected patient to doctor. Patient also mentioned they have had 4 bowel obstructions in the past.